Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer's complaint that the jaws of the pk dissecting forceps instrument would not open and close. The yaw pulley was missing a piece opposite of the conductor break, allowing the grip to move within the pulley and have a larger range of motion in yaw. Added range of motion of the grip likely created excess tension on the wire, causing it to break. The wire likely was not securely attached to the grip, had poor strain relief, and broke during articulation of the wrist. An additional observation not reported by site was that the instrument conductor wire was broken. One of the conductor wire was broken at the yaw pulley exit. The wire was detached from its connection at the grip. Electrical continuity testing of the instrument failed. An additional observation not reported by site was that the instrument pitch cables were broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis of the instrument. The clevis does not exhibit any damage or wear marks. The other cables at the wrist were not damaged. This complaint is being reported due to a broken wire and broken pitch cables found on the instrument.

Event description:
It was reported that during a da vinci hysterectomy procedure the jaws of the pk dissecting forceps instrument would not open and close. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.